Manufacturer narrative:
Visual inspection of the returned product showed the lens was returned dry with a torn haptic. A lens work order search revealed there were no similar complaints within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient; size incorrect for patient; (implanted); (vaulting). Device evaluated by the manufacturer? No. Lens was not returned. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2012. Low vault was noted on (B)(6) 2015 and an icl exchange for a longer lens is needed. Patient's last known bcva was 20/20 as of (B)(6) 2015. The lens remains implanted.